Manufacturer narrative:
(B)(4). A dispensed needle-suture combination and empty labeled winding former were returned for analysis. During the visual inspection of needle/suture under 10x magnification, slightly marks on the body of the needle that appears to be by use of surgical instruments could be observed. In addition, body fluids at some barbs were found. No defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. Per the sample condition, the assignable cause of performance - fixation feature breakage it could not be determined what may have caused the reported incident of: ¿it was found that the fixation tab of the device had been broken off before use".

Event description:
It was reported that a patient underwent an unknown open surgery on (B)(6) 2018 and a barbed suture was used. During the procedure, it was found that the fixation tab of the barbed suture had been broken off before use. There were no adverse consequences to the patient. No additional information was provided.